Manufacturer narrative:
The rn followed up with the home patient and the hp did not want to swap the device.

Event description:
A caregiver contacted a baxter technical service representative (tsr) regarding low ultrafiltration (uf) alarms on previous therapy and the adult home patient feeling overfilled (abdomen distended). Caregiver said the hp felt overfilled on fill 5/5. Tsr checked program, alarm log and therapy log. Tsr explained about the min drain volume, hp had no low drain alarms and no therapy cycles were bypassed. The hp had 4 low uf alarms, some of which they bypassed. Caregiver to contact rn will call back if wants to swap. The home patient drained 2762ml in drain 5. The program parameters are as follows: ccpd, tv: 10000, tt: 9:00, fv: 2000, lfv:0, cycles 5. The hp had no manual exchange during the day and no last fill the previous night. Due to no last fill the previous night the hp only drained 1 ml in initial drain. The hp was meeting expected drain volumes. Three weeks ago the fill volume was changed to 1500ml. The hp's prescription, medication and diet have not been changed recently. At the time of the event the uf was 772ml, the target uf is 1100ml, the current total uf is 481 and the hp often gets a "caution: negative uf" alarm. A follow-up with the rn revealed that the rn is confident in the hp's therapy parameters and draining out 762ml over the 2000ml fill volume is within the hp's acceptable ultrafiltration levels. No patient injury or medical intervention was associated with this incident per the rn.